Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
It was reported there was a 40 minute delay in surgery.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2021-01436; 801-05-040, s303-broke/cracked/damaged, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. RMA examination: the instrument was returned to djo and after further examination, the tip of the punch handle broke.